Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that after a previous revision surgery, patient felt ins 'come up' and felt it when they moved/walked. Patient had another revision to address the ins coming up. Patient's doctor put ins as deep as possible and stitched it down as much as it could go and told patient not to get up for 2 weeks in (B)(6) 2017. However, a week and a half after the revision patient got up to go to the bathroom and the ins was 'back on top again', indicating it had moved. Patient mentioned they did not have any fat in that area. The next revision was schedule for (B)(6) 2018. Patient stated they had a loss of therapy and a return of symptoms. Patient had their ins on program 1, at 1.5 or 1.6 and was doing really good but their symptoms returned after a while. Patient changed to program 2, 3 and 4 and mentioned they felt dizzy and did not feel well and was passing out on program 4. Between these events , patient stated they turned stimulation off because it was hurting. Patient cut stimulation off when pain got really bad and thought their back was messed up from previous unrelated back surgeries and thought the lead wire being next to their back hurt. Patient turned stimulation back on program 1 and was doing fine. Patient referenced having 7 previous back procedures, and confirmed they were not related to the stimulator. Patient mentioned background information about these surgeries such as not being able to lay on their stomach. No further complications were reported.